Event description:
Device 1 of 2 reference MFR report #1627487-2012-12005. Patient stated that she experienced heat at charging site that gave her an itching sensation. Patient also reported that she did not get enough pain relief from the system. Patient stated that the system was explanted. On (B)(6) 2012 (B)(6), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction #s: 1627487-07262012-002r, 1627487-07262012-001-c. This ipg serial number was included in field advisories. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.